Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that only the anchor and a piece of suture are shown. The anchor appears to be in a normal condition, however the piece of suture that is holding the anchor is broken and its broken end is frayed. A manufacturing record evaluation was performed for the finished device lot number: 166l146, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, this complaint was confirmed. A possible root cause for the issue experienced by the customer can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive tension could have been applied to the suture, consequently the suture breaks and cause the anchor to pulled out. Another possible root cause could be related to an incomplete insertion which could cause the anchor pulled out. As per IFU: do not use excessive tension or overload the suture. Doing so can lead to bone breakage and subsequent device pullout, or suture breakage. Incomplete insertion or poor bone quality may result in anchor pullout. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) incomplete. D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 4 for (B)(4). It was reported by the sales rep that during an unknown procedure on (B)(6) 2023, it was observed that the anchor on the lupine loop rapide anchor w/orthocord ds device pulled-out. According to the report, they changed to additional three lupine loop rapide anchor w/orthocord ds devices but the tips were bent; and therefore, could not be used. It was unknown how the procedure was completed with an unspecified minimal delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.